Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Additionally, there is no indication that any da vinci products contributed to the reported complications. Citation: birgin e, abdelhadi s, seyfried s, rasbach e, rahbari m, téoule p, reissfelder c, rahbari nn. Robotic or laparoscopic repeat hepatectomy after open hepatectomy: a cohort study. Surg endosc. 2024 mar;38(3):1296-1305. Doi: 10.1007/s00464-023-10645-2. Epub 2023 dec 15. Pmid: 38102396. Section a: patient information - no specific patient demographics were provided for this patient. Study demographics in the mirh group showed 65 years old as the median age, majority of the patients were males. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. .

Event description:
Review of a clinical article that assessed the postoperative outcomes between patients underwent robotic or laparoscopic repeat hepatectomy vs open hepatectomy noted the following. The study involved 46 patients included where 20 (43%) underwent minimally invasive robotic hepatectomy (mirh) and 26 (57%) open repeat hepatectomy (orh), and among these patients, twenty-seven patients had advanced repeat hepatectomies (59%). Postoperative morbidity was equally distributed between the study groups. In the mirh group, multiple post-hepatectomy complications were observed. Notably, 3 patients (15%) experienced complications, with one patient simultaneously developing grade c post-hepatectomy liver failure and grade a hemorrhage. Another patient required laparoscopic revision within 24 hours due to grade c post-hepatectomy hemorrhage. There were no mention of any device malfunctions occurred during the robotic assisted surgeries. The article concluded that mirh is feasible after previous open hepatectomy and a safe alternative approach to orh. Attempts have been made to obtain additional information from the article author but no response has been received.